Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer gave permission to the ccc to pull instrument data. The ccc noticed that the second test received a process error because the sample needed to be diluted, but was not able to because it was the last one in the well. A review of the quality control (qc) shows that it was in range. A siemens headquarters support center (hsc) reviewed the event. Hsc stated this is a single outlier and the customer did not follow the tube's manufacture's instruction for use (IFU) recommendations for performing centrifugation. The issue is consistent with a specimen integrity issue. The cause of the discordant, falsely negative human chorionic gonadotropin result is due to sample integrity issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely negative human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported out to the physician(s), who questioned the result. The same sample was re-tested on the same instrument and resulted with a "process error" flag. The customer reported out a negative result to the physician(s), who questioned the result again. The customer repeated the same sample on the same instrument again, resulting higher. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely negative human chorionic gonadotropin result.